Manufacturer narrative:
The date of the event and implant date were estimated based on the aware date.

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. The patient came in for their one year follow up and under transesophageal echocardiogram (tee) the physician noted a thrombus formed on the face of the device. The patient is fine.